Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 11/2021). Device not returned.

Event description:
It was reported that during a port implant procedure, the guidewire allegedly gave out unusual resistance when being removed. It was further reported that upon inspection, the guidewire was frayed. No frayed segments were retained in the patients body and there was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria.the manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the sample was not returned for evaluation, two electronic photos were provided for review. The investigation is confirmed for frayed guidewire issue as the guidewire was appeared to be frayed and unraveled. However, the investigation is inconclusive for reported difficult to remove issue as the the exact circumstances at the time of the reported event are unknown and however clinical conditions cannot be replicated to confirm these failures. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2021). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a port implant procedure, the guidewire allegedly gave out unusual resistance when being removed. It was further reported that upon inspection, the guidewire was frayed. No frayed segments were retained in the patients body and there was no reported patient injury.